Manufacturer narrative:
The clinical instrument was returned and evaluated. The reported condition could not be duplicated as the device loaded and fired the clips with no abnormalities observed.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form or load properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.